Event description:
In applying the stem to the femur; doctor noted the stem would not "bottom-out" on the femoral component. The stem was not assembled with the typical 5-degree collar as was required. Surgery was able to proceed by having the surgical team remove a collar from another (standard) 5-degree component and inserting it into the custom product. Surgery was extended by 45 minutes.